Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as levels did not exceed 500 mg/dl or read as ¿high.¿ customer was instructed to tighten the t:lock, hold the tubing pointing downward, and deliver a 5-unit bolus to address the occlusion, but the problem recurred. Later instructions involved disconnecting tubing from the cartridge pigtail, holding it downward, and delivering another 5-unit bolus. Following these troubleshooting steps, the caller declined further troubleshooting.